Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported an abnormal oscillation from the probe when attempted to insert it in a patient's eye. After confirming it actuated, the gray root part of the probe detached outside the patient's eye. The product was replaced and procedure completed with no patient harm reported.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. One probe was returned for evaluation for the report of detached gray root part of probe. The sample was visually inspected and was deemed to be nonconforming. The engine was separated from the body of the probe. No functional testing could be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There are approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the needle. Couple of gouge marks observed at the bend area. Presence of adhesive observed on the shell and engine. Actuation was tested and was deemed conforming. The actuation test could not be initially performed due to the visual condition of the probe. The probe was tested after the disassembled and the test was able to be performed and deemed conforming. The complaint evaluation does confirm the probe is nonconforming due to the detachment of shell from the probe. The root cause for the separation of the shell component cannot be determined from this evaluation. Force would be needed to remove the shell from the remaining probe device and this evaluation cannot determine when and how this detachment occurred; however, it does not point to a manufacturing issue. This is supported by the sample having gouge marks at the bend area and adhesive being present on the shell and the housing. No specific action was taken for this specific issue because it does not point to a manufacturing issue; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).